Manufacturer narrative:
Additional information provided received on 10 may 2017 and includes: no delay in surgery. Other instruments were used to complete the surgery. Batch review performed on 31 may 2017. Lot 167288: (B)(4) items manufactured and released on 07 november 2016. Expiration date: 2021-10-25. No anomalies found related to the problem on (B)(4). To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 01 june 2017 the r&d project manager performed a preliminary investigation and commented as follows: the breakage of one of the two spikes of the drill bit guide for patella, may have been caused by different factors, such as high strength during clamp closing, hard patella bone, vibrations during peg drilling. The resistance section of this spike is not probably enough to prevent instrument failure in case of these severe condition of use: for this reason we decided to change the drill bit guide design, removing the two spikes from the instrument.

Event description:
Surgeon was trialing new series efficiency patella instruments. One of the 2 pins on the drill guide piece snapped off during use and became implanted in the patient's patella. It had to be removed with forceps.